Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device pmz331 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date and indication of index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What were current symptoms following the index surgical procedure? Onset date? What date did the patient present with vaginal cuff dehiscence (# post op days)? What type of procedure; laparoscopic, laparoscopic assisted, or robotic? Was the cuff transabdominally or vaginally closed? Please specify suture issue, deficiency or anomaly before, during or after the suture placement? What medical intervention was done to manage vaginal cuff dehiscence symptoms? If a surgical intervention was performed, provide date and details (operation notes)? What was the appearance of the suture during the re-operation? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status? Are there any representative samples available for return? Is the hcp interested in speaking with ethicon engineering and medical personnel?

Event description:
It was reported that the patient underwent a laparoscopic vaginal hysterectomy in 2020 and the suture was used. Post-operatively the patient experienced vaginal cuff dehiscence. Additional information has been requested.